Event description:
It was reported that the customer was hospitalized for high blood glucose of 500mg/dl. It was stated that the customer was treated with insulin drip. The customer stated that he had the flu and infection, which may have caused the high blood glucose. The customer also stated that his insulin pump works fine and it was not necessary to perform any troubleshooting. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.